Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient required a target vessel revascularization. The target lesion being treated was located in the proximal right coronary artery (rca). In (B)(6) 2010, a follow-up coronary angiogram was performed for the lesion located in the mid rca. The lesion was 25% stenosed and 3.0mm in diameter. It was noted by the physician that the lesion located in the proximal rca was 75% stenosed. In (B)(6) 2010, the 75% stenosed 3.0mm diameter and 10mm long lesion located in the proximal rca was treated with placement of a 3.5x15mm promus stent. Post visual evaluation revealed 0% stenosis. No patient complications were reported and the patient's outcome was considered improved. In (B)(6) 2010, a 1 year follow-up was performed. The patient had no anginal symptoms.

Event description:
It was further reported that in (B)(6) 2009, the lesion being treated was located in the mid right coronary artery (rca). The lesion was 50% stenosed, 3.5mm in diameter and 16mm long. The lesion was treated with predilation and placement of two taxus liberte stents (3.5x16mm and 3.5x16mm) without gap. Post dilation was performed. Residual stenosis was 0% with timi 3 flow noted. The patient was discharged 1 day later without complication on aspirin, clopidogrel bisulfate, ticlopidine hydrochloride and anplag.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).